Manufacturer narrative:
.

Event description:
During service of device on different issue, philips technician discovered device was giving low energy output. There was no reported patient involvement.